Event description:
It was reported that the part of the patient's pump was causing an irritation on their skin. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)